Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 26-oct-2017 a field service engineer (fse) followed with the customer over-the-phone and confirmed that the issue had been resolved. The customer reported that after reversing the column, there were no further issues. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were three (3) similar complaints found during the searched period, which includes this event. The g8 operator's manual under chapter 2, pre-installation, provides step-by-step instruction on connecting the column. Tosoh does not provide instruction to reverse the column if the instrument is experiencing issues with the retention time. The g8 training manual under lesson 7, column replacement, indicates that columns are warranted for 2500 injections. Tosoh provides step-by-step instruction in replacement of the column; reversing the column is not part of these instructions. The customer is instructed to replace the column with a new column. Lesson 5, interpretation results states the following: the retention time is one of the most important items to look at when interpreting results. The hba1c retention time should be between 0.57 and 0.61. The cause of the reported event could not be determined. The customer was able to resolve the issue prior to the fse arrival on-site.

Event description:
On (B)(4) 2017 a customer reported a retention time of 0.62 minutes (acceptable range of 0.57 - 0.61 minutes) on patient samples with the g8 instrument. The customer reported that the flow factor was 1.17 ml/min and the column injection count was 800 (maximum of 2500 recommended). The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.